Event description:
The customer reported that the ventilator alarmed and restarted while in use. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. Review of the ventilators diagnostic history noted a restart occurrence. The service technician replaced the sensor pcb board, main pcb board and cpu board as a precaution to address the findings. Performance verification testing was completed and tests passed to operating specifications.

Manufacturer narrative:
(B)(4) printed circuit board (pcb).